Manufacturer narrative:
One used sample was received for evaluation for the complaint that a cuff leak occurred approximately 48 hours after being intubated, and a new intubation tube was placed. A lot history review could not be conducted because no lot number(s) was/were identified. As received, the pilot balloon assembly was observed to be missing from the inflation line. The length of the inflation line suggests that the line was torn after the pilot balloon. No other damages or anomalies were observed. The removal of the pilot balloon will cause an air leak within the inflation line which is connected to the trach cuff. No air leak testing was conducted. The complaint of pilot balloon separation can be confirmed. The probable cause is due to the tubing interacting with a sharp object during use.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cuff leak occurred approximately 48 hours after being intubated, and a new intubation tube was placed. There was no reported patient harm/adverse event.